Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05-aug-2019 with the following findings: investigation revealed a dim and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display. This report is made based on results of investigation completed on 05-aug-2019. There was no indication that the product caused or contributed to an adverse event.